Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found two other reported events against product code 130738206, lot code 2402479, dxtend stand pe cup d38 +6mm. A DHR review was requested for a previous investigation and found no manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.